Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 547 mg/dl at the time of incident and the current blood glucose level was 458 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump and manual injection for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they were not contacted their health care professional regarding the high blood glucose. Customer was not alleging pump was under delivering. Customer stated that the cannula was bent. Customer was able to perform high pressure test at that time. The device will not be returned for analysis.